Manufacturer narrative:
G2: country of the event is germany. G4: the similar device with product# cx01a with 510(k)# k102397 and UDI # (B)(4) is marketed in united states. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. E1: first name and last name of initial reporter is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for kyphoplasty. It was reported that the bone cement was already solid when the ampoule was opened. The procedure was completed successfully with a new product. There was a delay in overall procedure time. No patient complications have been reported as a result of this event. Additional information was received from the manufacturer representative that the type of procedure involved during the event was kyphoplasty. And there were 10 min delay in the overall procedure time.